Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation, no problem found with handle. However, dowel pin and compression spring is missing in the device. The observed condition is attributed to misuse. The most likely cause of the reported failure is wear and tear.

Event description:
On 09/29/2022, it was reported by a sales representative via sems that a ar-613-48 handle, and a ar-613-1 handle broke. This occurred during an unknown case, with no patient effect reported. No additional information provided.